Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected data in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, there was a cut edge with a "string" hanging off where haptic comes off the optic. It seemed sharp so the physician grabbed it and peeled it off smoothly. The surgeon reports this is the second time this happened the same day. Additional information is requested. There are two related reports for this facility. This report addresses the first event and an additional report will be filed.